Manufacturer narrative:
Investigation by third party performed, and found no deviations. Aesculap ag reviewed and approved the investigation by exponent. Associated medwatches: 9610212-2019-00844 (400455858 sw971k) ; 9610612-2019-00893 (400457416 sw976k) for this case is the report ; 9610612-2019-00894 (400457417 sw965). General information: post operataive incident.up to now there is no product available for analysis. Investigation: no product at hand. Batch history review: the manufacturing documents of each lot have been checked and found to be according to specification valid during the time of production. There is one further complaints with lot 52443910 (sw971k) at hand. Conclusion and root cause: the root cause for the problem is most probable usage and/or patient related. Rationale: because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: inadequate bone quality; wrong system configuration selected by the user; wrong implant size choosen by the user; end plate formed to strong by the user; design layout unsuitable; the suspicion of inadequate bone quality was mentioned in the complaint. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Associated medwatches: 9610212-2019-00844 (400455858 sw971k) 9610612-2019-00893 (400457416 sw976k) for this case is the report 9610612-2019-00894 (400457417 sw965). General information post operataive incident.up to now there is no product available for analysis. Investigation no product at hand. Batch history review the manufacturing documents of each lot have been checked and found to be according to specification valid during the time of production. There is one further complaints with lot 52443910 (sw971k) at hand. Conclusion and root cause the root cause for the problem is most probable usage and/or patient related. Rationale because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: · inadequate bone quality · wrong system configuration selected by the user · wrong implant size choosen by the user · end plate formed to strong by the user · design layout unsuitable the suspicion of inadequate bone quality was mentioned in the complaint. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
When additional information is received a follow up report will be submitted.

Event description:
It was reported that there was an issue with an activl implant system. The reporter indicated that 3 weeks post-operatively (initial surgery (B)(6) 2019) an explant kit was ordered and a revision surgery took place on (B)(6) 2019 due to implant migration. The surgeon found two fractures on s1 that may have led to "spit out". It was also noted that the patient might also have had bone quality issues. Additional information reported that it was determined that the patients s1 vertebra was fractured creating an unstable platform. Activl was explanted and a fusion was conducted. Per follow up with the surgeon, one-week post-op the patient was doing well. Associated medwatches: 9610612-2019-00844, 9610612-2019-00894.